Event description:
The pt reportedly experienced decrease in performance and sound quality issues. Programming adjustments were made; however, this did not resolve the issue. Decision to explant the pt's device was made. Surgery will be scheduled.